Event description:
It was reported that an ilet user experienced an occlusion alert after changing supplies and also received a prompt to replace their cgm sensor; the user subsequently removed and replaced all infusion and sensor supplies and requested assistance to ensure proper technique. Symptoms included hyperglycemia with values reported as ¿high,¿ persistent elevations above 180 mg/dl for approximately 12 hours, and alerts for sustained levels above 300 mg/dl, without ketone testing, backup therapy, or medical intervention. Outcomes included transient loss of glucose control without hospitalization or need for assistance. Investigation included troubleshooting and education with supply replacement and confirmation that blood glucose decreased to 192 mg/dl on follow-up. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set that resolved after the supply change, and a cgm sensor replacement was indicated. It was concluded, based on previously established findings for similar reports, that the cause was user-related technique and infusion set occlusion.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.